Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: failure of air-in-line sensor involving bd alaris pump model 8100 channel (sn (B)(6)) and bd alaris pump infusion set (lot 25105328). Rn had to manually stop pump before air-in-line reached patient. Solid air in tubing, no striping.

Manufacturer narrative:
Correction: update to annex code: from a050402 to a1415. Device evaluation: one set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to be primed with water and infusion was performed. The blockage was most likely caused by dried up medication. Once the blockage was cleared the set was pressurized and and tested for a leak. No leakage was observed. The tubing was primed and an infusion was performed. Air was injected into the line and the pump alarmed air in line. The customer complaint was unable to be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.